Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The flared stent struts were confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow 80% stenosed lesion in the proximal to mid left anterior descending (lad) artery with moderate calcification. Pre-dilatation was performed and a 2.75 x 12 mm xience v stent was successfully implanted in the diagonal branch. The 3.0 x 23 mm xience v stent delivery system (sds) was advanced several times, but could not cross the lesion due to the calcification. During removal, resistance was noted with the calcification, and it was noted that the distal part of the stent struts were flared. Additional dilatation was performed and a new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.